Event description:
It was reported that the pump was exposed to water and was no longer responsive. There was no adverse impact to the customer¿s blood glucose value. The customer reverted to an alternate method of insulin therapy.